Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The catheter broke in half during the operation while the physician was trying to control the catheter position. Even though the catheter was broken in two pieces, the coil reinforcement wire was still attached an kept the two halves together. Therefore, the physician was able to remove the catheter without any additional device. While examining the complaint device, the reinforcement coil also broke in half. There were no tortuous vessels found. The catheter was replaced and the procedure was completed successfully.

Manufacturer narrative:
Results: the catheter is kinked on the distal portion of the shaft. The kink is approximately (0.2 cm) from the distal tip. Conclusion: the complaint has been evaluated and confirmed. The complaint mentions that the catheter was found kinked during preparation. All units in this lot were 100% visually inspected for defects, and all defects were rejected. Therefore, it is unlikely that there was an issue with the production of the catheter. If the catheter is improperly handled during removal from the packaging or device preparation, damage may occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.